Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were feeling tight chest pains, difficulty breathing, dizzy, tired, tingling and numbness in left arm, and spasms in chest near device. Patient expressed concern whether the symptoms could be related to the implantable pulse generator (ipg) battery. Follow-up with patient's clinic indicated the patient did not contact their clinic, has not been seen in the clinic since implant 16 month ago, and has not been compliant with appointment requests. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.